Event description:
It was observed that during the device evaluation, the subject device exhibited lens group was shattered and the tip beam was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was not possible to determine a root cause for both of the events found during evaluation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.